Event description:
Procedure: unknown. Event description: the device was used intraop - did not appear to be using excessive force or levering anything and the port broke during the operation. Another one of the same lot number was opened and used to complete the operation (lot 1527761). Additional information was provided as pcf ama territory manager on (B)(6) 2025 surgeon was using trocar as camera port. Surgeon was looking around abdominal cavity as normal when she heard a crack. Surgeon was looking around abdominal cavity as normal when she heard a crack. Reporting surgeon and nurse stated no undue force was being applied, and she was articulating scope as normal. Nil excessive leveraging of the scope. Port cracked in half towards the seal housing as per image. There was no clinical impact to the patient as a result of the event. User removed trocar and replaced with another ctf73 to resolve the situation. Nil issues. Scope in port was the other instrument used when the event occurred. Intervention: user removed trocar and replaced with another ctf73. Nil issues. Another one was opened. Lot number was the same 1527761. Patient status: stable. The date of the event is unknown.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to the cannula being more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified

Event description:
Procedure: unknown. Event description: the device was used intraop - did not appear to be using excessive force or levering anything and the port broke during the operation. Another one of the same lot number was opened and used to complete the operation (lot 1527761). Additional information was provided as pcf ama territory manager on (B)(6) 2025 surgeon was using trocar as camera port. Surgeon was looking around abdominal cavity as normal when she heard a crack. Surgeon was looking around abdominal cavity as normal when she heard a crack. Reporting surgeon and nurse stated no undue force was being applied, and she was articulating scope as normal. Nil excessive leveraging of the scope. Port cracked in half towards the seal housing as per image. There was no clinical impact to the patient as a result of the event. User removed trocar and replaced with another ctf73 to resolve the situation. Nil issues. Scope in port was the other instrument used when the event occurred. Intervention: user removed trocar and replaced with another ctf73. Nil issues. Another one was opened. Lot number was the same 1527761. Patient status: stable the date of the event is unknown.